Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 475cc saline prosthesis and experienced right sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the field experience report on 6/8/2018. Bilateral prosthesis replacement with mentor smooth round moderate plus profile 475cc saline prostheses was performed on (B)(6) 2018. The investigation of the returned device was completed by the failure analysis lab on 6/27/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 475cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device, or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate plus profile 475cc saline prosthesis, catalog #3502475, serial #(B)(4). Manufacturer¿s reference number: (B)(4).